Event description:
The customer reported that during a hemicolectomy, the device was not sealing properly. Reportedly, endtones were heard (indicating completed seal cycles), but bleeding of +/- 400ml occurred. No transfusion was necessary as a result of this incident. Another device of the same type was opened and used to complete the procedure.

Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.